Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 1 in.pact admiral drug eluting balloon was used in the mid sfa and dist sfa. Approximately 6 months post index procedure the patient suffered from stenosis in the mid sfa and dist sfa which was treated with atherectomy on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.